Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead moved two days post-implant and the cardiac resynchronization therapy pacemaker (crt-p) exhibited an electrical reset. An attempt was made to revise the lv lead but the patient's coronary sinus could not be accessed. The lead was removed. The crt-p was interrogated with a programmer with updated software to resolve the reset issue and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.